Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data: b.5, d.7, g.1 allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reports right side rupture, capsular contracture baker grade iii, cyst, radial folds, and calcifications. Analgesic and nsaids were given as treatment. Device has been explanted.

Manufacturer narrative:
"Device photograph(s) for the device related to the reported events of rupture, calcification, cyst, capsular contracture grade iii and crease/folding of implant was reviewed on june 11, 2020. Visual analysis of the photographs identified: first device has broken shell, total encapsulation, and red particles. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side rupture, capsular contracture baker grade iii, cyst, radial folds, and calcifications. Analgesic and nsaids were given as treatment. The device remains implanted.